Manufacturer narrative:
Note: this event was inadvertently reported under incorrect product registration number (manufacturer report number 9616066-2021-00009). This MDR resubmission now reflects the correct product registration number. The reported event involving a pump module(s) ¿that the lvp [large volume pump] pressure sensors are failing on the top and the bottom¿ could not be confirmed. The source device(s) was not returned to enable testing for this investigation. This file was opened to document an event that the customer reported. No further investigation of this event is possible at this time. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there is patient involvement.

Event description:
It was reported during a site visit, that the lvp[large volume pump] pressure sensors are failing on the top and the bottom. There was no report of patient involvement with this lvp.